Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
The customer reported that the tubing set leaked during a propofol infusion. There was no patient harm.

Event description:
The customer reported that the tubing set leaked during a propofol infusion. There was no patient harm. Although requested, no further information was provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing found the set leaked from the top of the silicone segment. Closer inspection under magnification observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The source of the leak is a small hole in the silicone pump segment near the upper fitment. The root cause of the hole could not be definitively determined.

Manufacturer narrative:
Patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
The customer reported that the tubing set leaked during a primary infusion of propofol while in use on an adult patient in the ICU. The customer further stated that there were no adverse effects caused to the patient from the event.